Event description:
It was reported that the pump battery was depleting too fast, leading to a pump shutdown. Customer confirmed there was no adverse impact to blood glucose level as it did not exceed 500 mg/dl. Technical support educated the customer on the effects of the shutdown but was unable to complete troubleshooting during call. Technical support made multiple follow up attempts, but no response was received.